Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9208150 model: sc-9208-15 serial: (B)(6) batch: (B)(6) UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7070805, UDI: (B)(4).

Event description:
It was reported that these spinal cord stimulation (scs) devices were replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs patient underwent a system revision procedure due to high impedances on non boston scientific leads, which were causing inadequate coverage of pain areas and preventing therapeutic benefit from the stimulator. The implantable pulse generator (ipg) was also replaced due to charging difficulties, and the adapters were removed as they were no longer needed in the newly implanted system. Electrocautery was used to perform the explant procedure. No additional adverse patient effects were reported. The location of the explanted devices remains unknown.